Event description:
It was reported that an administration set was cut in half approximately 20cm from the drip chamber. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Baxter received one sample for evaluation. Visual inspection revealed that the set tubing was cut apart and sealed; no marks were noticed on the peel pouch. The cause of the issue was determined to be an operator error during the packaging of the set. Awareness training has been completed in september 2014 after the production of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.